Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent under sensing. The device was reprogrammed, the patient was asymptomatic through out the visit and would be monitored at this point.